Event description:
Reported on a polestar integration system: inaccurate tracking, limited instrument tracking. The pt was not affected during this event. However, the investigation found the position sensor unit (camera) to be out of calibration which can contribute to inaccurate navigation.

Manufacturer narrative:
Pt information was not available at time filing.